Event description:
It was reported that during the pt's first refill, the pt experienced nausea, respiratory depression, agitation, and cognitive disturbances. The pt then suffered respiratory arrest and went into a coma. The pt was intubated and treated with fluids to eliminate the baclofen. The next day, "the pt recuperated and was back in normal shape." The pump pocket was opened and they checked for problems. During the operation, it was noticed that the sutureless catheter connection was disconnected from the pump. A lot of fluid was present around the pump. Pump was tested for anomalies and it was working normally. The pump was not replaced. The neurosurgeon believed that during pump refill, the baclofen was injected subcutaneously and not in the pump. Due to the large amount of subcutaneous baclofen, the pt went into shock. They felt the catheter probably disconnected during explantation of the pump; however, a new sutureless catheter connecter was implanted. It was noted that the catheter was used during a test period with port-a-cath sys. The pt recovered and was now doing fine. See MFR's report # 2182207200801849.

Manufacturer narrative:
.